Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected in the nasolabial folds and pdo threads with juvéderm vollure¿ xc. The following month, the patient was injected in the nasolabial folds and marionette lines with restylane® defyne. Three months later, the patient experienced ¿delayed onset inflammatory nodules¿ at the injection sites and lips, but it was not certain what filler was the cause. Two days later, the patient was treated with colchicine .6 mg, clindamycin 300 mg, prednisone, allegra, pepcid, benadryl 50 mg, and ibuprofen 600 mg. A week later, the patient received 2 vials of hylenex, clarithromycin 500 bid, and doxycycline 100 mg. The patient was treated with 1 vial of hylenex + .1 kenalog 10 four days later and with 1 vial of hylenex a week later. Another vial of hylenex was provided 3 weeks later. The patient concluded treatment with prednisone, clindamycin, clarithromycin, doxycycline, antihistamines, and kenalog but continues to experienced "excessive swelling and tiny painful nodules" in the lips. The event is ongoing.